Event description:
It was reported the programmer boot up process was slow. The rear door tab also needs repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer boot up process was slow, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the rear door tab was in need of repair and the fan was noisy.